Event description:
It was reported patient presented to the clinic due to patient alert. It was noted that the pacing lead impedance had been increasing over the past two years. X-ray revealed no lead anomaly. As the device was near eri the decision was made to cap the sense/pace portion of the lead during the device change out and replace with a new pacing lead. The defib portion of the lead remains active. The patient condition was good after the event.

Manufacturer narrative:
.